Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concern with the product and deflation. Device was explanted.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concern with the product and deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis noted green mold like appearance, yellow particles on the shell, crease fold and one opening curved on the posterior. Leak test and microscopic analysis was performed which identified: one opening striated on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage consist in the use of some surgical tool.